Event description:
Acct. Reports that the t-connector luer fits into a stopcock. When removing the luer adapter from the stopcock, the adapter "snaps off". Acct. States the staff normally runs only total parenteral nutrition thru the t-connector, but occasionally may also run lipids. No injury to pt. Reported, no medical intervention needed, tubing changed which is considered a nursing intervention. No sample available.